Manufacturer narrative:
Device analysis is in process. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. While attempting to cross the lesion with the viperwire guide wire, the tip of the wire prolapsed and broke off. The physician was unable to get a balloon or an en snare device down to retrieve the lesion and left the tip in the patient. The physician performed balloon angioplasty in the proximal portion of the lesion and aborted further intervention. The patient status remained stable throughout the procedure. Additional information was requested, but the facility was unable to provide it to csi.

Manufacturer narrative:
Device analysis: the guide wire was received without the oad. The initial visual and tactile examination of the guide wire revealed that the distal core wire was fractured and curled up. The distal section of the guide wire including the spring tip was not returned for analysis. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional stresses on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the exact root cause of the fractured guide wire could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).